Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 7 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. Three months later, a computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. Subsequently, intervention was planned but has not been determined yet.

Manufacturer narrative:
Updated data: a4. B2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 7 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. Three months later, a computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. Subsequently, intervention was planned but has not been determined yet. Additional information was received that this transcatheter valve was implanted in the patient's native annulus at a final implant depth of 4.2 millimeters (mm) on the left coronary cusp (lcc) and 3.5 mm on the right coronary cusp (rcc). The mode of failure of the valve was aortic insufficiencyof unknown type and severity. However, there was no thrombus formation. Approximately 7 years and 8 months following the implant of this valve, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve with wire protection at the right coronary artery.